Manufacturer narrative:
The following sections have been updated: b4, g3, g6, h2, and h11. Additional information was received which states that hemolysis was never confirmed. Also, the cause of death was cardiogenic shock due to delayed left anterior descending st-elevation myocardial infarction.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the device was not returned for evaluation. (Hematuria): the cause of the injury was not determined due to insufficient clinical details.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria and expired on impella support.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.